Event description:
It was reported that the subject aspiration catheter and the associated long introducer catheter (infinitive plus) were used in the procedure to extract a thrombus through femoral access. Due to the moderate tortuosity in the vessels and during manipulation of both catheters (subject aspiration catheter and associated long introducer catheter) to be able to advance both catheters up to the treated area, the associated long introducer catheter was fully bent in its intermediate shaft area which resulting in a shear effect to the subject aspiration catheter that goes inside. When trying to remove the subject aspiration catheter, it was broken into different parts. The broken parts were finally completely removed, but with great difficulty. The procedure was completed successfully with another non-stryker device, resulting 20 minutes surgical delay due to remove and exchange the material for new ones. There were no clinical consequences reported due to the event. Additional information indicated that the current status of the patient is good.

Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned and therefore the as reported cannot be confirmed. The as reported will be assigned undeterminable as while there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Manufacturer narrative:
The subject device was discarded.

Event description:
It was reported that the subject aspiration catheter and the associated long introducer catheter (infinitive plus) were used in the procedure to extract a thrombus through femoral access. Due to the moderate tortuosity in the vessels and during manipulation of both catheters (subject aspiration catheter and associated long introducer catheter) to be able to advance both catheters up to the treated area, the associated long introducer catheter was fully bent in its intermediate shaft area which resulting in a shear effect to the subject aspiration catheter that goes inside. When trying to remove the subject aspiration catheter, it was broken into different parts. The broken parts were finally completely removed, but with great difficulty. The procedure was completed successfully with another non-stryker device, resulting 20 minutes surgical delay due to remove and exchange the material for new ones. There were no clinical consequences reported due to the event. Additional information indicated that the current status of the patient is good.